Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a restenosed lesion in the distal right coronary (rca) with chronic total occlusion that was 100% stenosed. After aspiration of thrombosis, a 2.5 x 15 mm nc trek balloon catheter was advanced with resistance due to the anatomy. The balloon catheter crossed the target lesion and during first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. Dilatation was completed with a 3.25 mm non-abbott balloon catheter, and a 3.5 x 20 mm non-abbott stent was deployed. Post-dilatation was performed to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.